Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump screen was unresponsive to touch, preventing the user from waking the display and delivering a bolus despite attempts to charge the device and use different touch methods. Symptoms included elevated glucose levels due to withheld bolus insulin. Outcomes included interruption of therapy and user inability to administer insulin via the pump. Investigation included outreach for troubleshooting and information gathering. Investigation of this case revealed a screen unresponsive malfunction consistent with a hardware user interface issue with no associated alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the display or touch interface.